Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the users were being unexpectedly locked out of the pyxis system. A technical support specialist (tss) checked the server and user accounts and confirmed all settings were configured correctly. The customer stated the settings had been changed and were reverted to match ad, and permission was granted to close the case. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, users were being locked out of the pyxis system. The customer explained that their inactive user duration setting was configured to 30 days, but they were unsure whether this setting had been changed recently. They noted that some users with no activity for over 30 days were not showing as locked on the server. The customer also reported that when searching user accounts using the filter option ¿locked is active,¿ no accounts were displayed. Additionally, they referenced a knowledge portal report showing 36 active users without activity for more than 90 days. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.